Event description:
It was reported reprogramming did not provide the patient with effective back coverage. The original pain pattern is low back and legs. Reportedly, the physician made medication adjustments to help with pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.